Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step related to low 02 failure during testing. The customer has requested no repairs to the device. No repairs were made to the unit.